Event description:
Additional information: a small hematoma was reported which was treated with the manual arterial compression. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hematoma is listed in the proglide instructions for use (IFU) as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Patient code 2104 and device code 1212 were removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device via a 5f sheath after a cerebral angiography procedure. Reportedly, there was a suture break when the plunger was removed. The device was difficult to be removed even after returning the lever back to its original position as it was attached to the tissue wall. A scalpel blade was used to increase the incision. Manual arterial compression was held for one hour and twenty minutes until hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.